Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states having had issues with no delivery alarms, blank display, and button errors. The customer states the pump would not administer insulin, and kept prompting no delivery alarm. The customer's blood glucose level at the time of incident was unknown. The customer states the alarm was resolved by a complete set change. Troubleshoot for the blank display anomaly was conducted. The customer states the pump was exposed to moisture. The customer states they perspire excessively, so the pump is in constant exposure to sweat. The alarm history was not able to be checked, due to blank display. The customer mentioned they receive button error alarms when they are sleeping. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, moisture damage was found on the electronic and motor assembly. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, scratched case near the end cap and scratched keypad overlay near down button dome.